Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer keeps failed. Drawer 4.2 pocket a1 had failed space. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.2 pocket a1 kept failing. A field service engineer removed all cubies and lids and found minor debris beneath the cubies, tested both drawers in hardware test application (hta) with no issues identified, had the customer swap a1 with b1 to help isolate potential causes if the issue reoccurs, spoke with the customer afterward, and they confirmed they have not experienced any failures since our last discussion. The system functioned as intended after the field service engineer repaired the device.